Manufacturer narrative:
.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became unresponsive. The customer blood glucose level was impacted 570 mg/dl with slight ketones. Reportedly, when the button "1" was pressed it would not progress to button "2". Troubleshooting with tandem technical support was performed. It was indicated that the customer reverted to backup pump to stabilize blood glucose level.